Event description:
It was reported that the relion® pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported found 1 needle clogged while injecting.

Manufacturer narrative:
H6: investigation summary: customer returned a single used 6mm, 31 gauge pen needle. The lot could not be confirmed as no teardrop label was provided. The patient end of the cannula was found to have broken off at its base. Saline from a test pen could still exit from the pen needle. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of a needle clog. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
H6: investigation summary customer returned a single used 6mm, 31 gauge pen needle. The lot could not be confirmed as no teardrop label was provided. The patient end of the cannula was found to have broken off at its base. Saline from a test pen could still exit from the pen needle. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of a broken pen needle cannula. The root cause of the patient end of the cannula breaking is most likely unexpectedly high forces applied across the cannula during use. H3 other text : see h10.

Event description:
It was reported that the relion® pen needle broke off after reinserting it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "needle...broke fell to floor."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report supplemental MDR 6987071 with MFR# for unable to deliver insulin/medication was sent in error. Therefore supplemental MDR 6987071 with MFR# is void as a result due to the incorrect MFR#. A new supplemental MDR for unable to deliver insulin/medication with the correct MFR# 3014704491-2022-00583 has been submitted, please reference correction supplemental MDR 10869404 with MFR# 3014704491-2022-00583 for your records.

Event description:
It was reported that the relion® pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported found 1 needle clogged while injecting.

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle broke off after reinserting it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "needle...broke fell to floor."